Event description:
During surgical procedure, aorto bifem bypass graft, inserted pruitt aortic balloon catheter and inflated to a total of 25cc fluid. Balloon ruptured resulting in massive bleeding which was controlled (by application of clamps). Rapidly resuscitated with cell saver blood (1000cc) and 3u prbc. Obtained hemostasis and procedure continued.